Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Hospital MDR number (B)(4).

Event description:
It was reported that when the surgeon used the fogarty catheter the balloon deployed properly, but when the catheter was pulled back it was stuck and then broke in half. It was further indicated that both pieces were retrieved. No patient complications were reported.